Event description:
The customer reported a falsely elevated architect ca 19-9xr result on a patient. The following results were provided: (B)(6) 2024 sid (B)(6)= 153 u/ml, x10 dilution = < 20 u/ml previous value: (B)(6) 2024 = 5.0 u/ml (B)(6) 2024 = 4.0 u/ml it is unknown whether the patient has pancreatic cancer. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot did not identify an increase in complaint activity related to the issue under review. Ticket trending review did not identify any trends for the complaint lot/issue. Device history record review was performed on lot 52554fp00, and did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. The historical performance of reagent lot 52554fp00 was evaluated using worldwide field data. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 52554fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for the complaint lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr reagent lot 52554fp00 was identified. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33.